Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp onto tissue; however, the clip was unable to deploy. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip was unable to deploy. Block h10: investigation results: the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. The clip assembly was returned in a separate bag. Microscopic examination was performed, and it was found that one of the clip arms was bent and the other one was activated. Additionally, the tension breaker was found split. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed as the clip was returned detached from the catheter. It is possible that a high tangential asymmetric load was applied to only one clip, that creates an indentation on the tension breaker and increase the tension breaker yoke join elongation. Subsequently, based on the evidence provided by the device itself, we can confirm that the tension breaker was split. Additionally, it is possible that the customer tried to grasp a large amount of tissue, and this action can cause a deformation in the distal section of the clip arm, affecting the capability of the jaws of the clip to close correctly. Moreover, it is important to mention that applying tangential pressure to an opened or closed clip may result in the clip separating from the catheter and potentially kinking or damaging the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6), 2023. During the procedure, the clip was able to grasp onto tissue; however, the clip was unable to deploy. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip was unable to deploy.